Event description:
Additional information received from a manufacturer representative reported that the replacement procedure was scheduled for (B)(6) 2017.

Event description:
Additional information received from a manufacturer representative reported that a replacement procedure had not been scheduled by the hcp yet.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) was impossible to interrogate. The patient did not show any symptoms of their disease (dystonia). The clinician programmer was operative. No external factors caused the event. The hcp ordered the patient to have x-rays to check in the ins had flipped. The issue was not resolved at the time of this report. No surgical intervention was taken and it was unknown if any was planned. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was implanted about three years ago when the ins was replaced. The cause of not being able to interrogate the ins was not determined. No actions or interventions have been taken or planned. The issue was not resolved, but the patient was receiving effective therapy.

Event description:
Additional information received from a manufacturer representative reported that the implantable neurostimulator (ins) replacement p rocedure was postponed by the patient's health care provider.

Event description:
Additional information received from a manufacturer representative reported that x-rays showed the implantable neurostimulator (ins) was not flipped. The patient's healthcare provider (hcp) made an order for a replacement considering the depletion of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.